Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that the cell-dyn sapphire hemoglobin syringe produced "failed to home" error message a total of 3 times. The customer replaced the hemoglobin syringe twice with the new style hemoglobin syringe with temporary resolution. Customer issue was resolved through a field service visit to customer facility. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4), concomitant medical products: cell-dyn sapphire hemoglobin syringe, list number 8h49-02. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on 30 april 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of 08 may 2007 through 25 june 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on 10 february 2009.

Event description:
It was reported that the device was explanted after an implant duration of approximately 8.4 months, due to unknown reasons. No further details were provided.